Event description:
It was reported that the surgeon impacted the shell successfully but was unable to seat the liner, another liner was opened and this too failed to seat. Surgeon opted to remove the shell and seat another one and opened a third liner with success. Surgeon stated that the liner sat up slightly from the shell the whole way around. Surgeon continued to prepare the area for the implants during the trials with nibblers. Another identical device immediately available and the surgery was completed as originally planned. There was a procedural delay of approx 15 minutes.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR#: 9616680-2011-00820, 00821.